Manufacturer narrative:
(B)(4).

Event description:
A health care provider (hcp) reported the patient had an infection at the implantable neurostimulator (ins) site. The ins was removed and the leads were left implanted. The patient's indication or use is parkinson's disease and movement disorders. No cause, diagnostics, or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.